Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged fron and rear housing, and a scratched screen was noted. Upon review of the event history log of the device, no evidence of the reported complaint noted. Visual inspection of the device confirmed the reported customer complaint. The device is also displaying ec1210/1260, and the circuit board was then replaced. Problem source has been determined to be unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited "lec 1210" and had a damaged case and screen. No patient was involved in this event. No adverse effects were reported.